Manufacturer narrative:
(B)(4): the instrument was returned for eval. Visually confirmed instrument broken at approx 70mm mark. Tap shaft visibly bowed. Microscopic exam of fracture surface revealed fairly brittle fracture with no indication of fatigue or torsion. A review of the device history records did not identify any applicable non-conformance to spec.

Event description:
It was reported that the tap broke while "tapping" the pedicle in surgery. The tap broke about a third of the way up the shaft past the calibration marks. The broken section was retrieved from the pt. No pt complications were reported.